Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05984. It was reported that lv lead dislodgement and early battery depletion on the device was observed. Both lead and device were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
An implantable cardioverter defibrillator was returned above normal elective replacement indicator (eri) for the reported event of premature battery depletion. Longevity calculations and bench testing revealed no anomalies. The reported event was not confirmed.